Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  their bladder started acting "really funky" yesterday ( (B)(6) 2025 ) and they went to adjust their settings but it didn't do anything. Patient further clarified by "it didn't do anything" that they had it up to 5.6 v and they still didn't feel anything, like it wasn't doing anything, and they got a message that said "internal device battery low" and they'd never seen that message before. Patient stated they would usually feelthe stimulation after going up by 1 or 2 points but not now. Patient stated they had been doing great until they had urgency, so they wanted to try to adjust the numbers. Patient services reviewed the meaning of the message and ins battery longevity considerations with the patient and redirected the patient to follow up with their healthcare provider (hcp) about next steps for the implanted system. Patient stated reluctantly, "I guess I will follow up with my doctor to discuss another surgery." Patient to follow up with hcp to check ins battery and to discuss next steps. Documented reported event. No further action was taken by patient services.